Event description:
It was reported that during implant procedure of a right atrium leadless pacemaker (ralp) that the physician noted resistance when retracting the protective sleeve of the catheter and was unable to advance the ralp past the sleeve. The ralp was brought out of the body, and it was noted that the helix was stretched. A new catheter and ralp were used to complete the procedure. The patient was discharged following the procedure.